Event description:
It was reported that the sys would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended.